Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 06-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional and a manufacturer's representative regarding a patient who was receiving morphine at an unknown dose and concentration via an implantable infusion pump for an unknown indication for use. The patient came in with a spinal headache on (B)(6) 2019. A dye study was done and it was determined that the catheter had pulled out of the intrathecal space back into the spinal incision area. The patient was scheduled for a revision on (B)(6) 2019. The catheter was revised. The patient had a blood patch done prior to (B)(6) 2019, but the date was unknown. The patient continued to have a spinal headache after the revision so the patient was scheduled for another blood patch on (B)(6) 2019. The patient's spinal headaches were upon walking, standing, and got worse when laying down. The patient had been to the hospital on at least 5 occasions for treatment for the headaches, the first time on (B)(6) 2019, then on (B)(6) 2019. It was unknown if the issue was resolved at the time of the report, and the patient's status was noted as "alive-with injury." No further complications were reported.

Manufacturer narrative:
The catheter was returned and analysis found that the anchor was broken. Product ID 8598a lot# serial# (B)(4) implanted: (B)(6)2019 explanted: (B)(6)2019 product type catheter if information is provided in the future, a supplemental report will be issued.